Event description:
The customer reported that device locked up during op check.

Manufacturer narrative:
H.6. The customer reported that device locked up during op check. Philips evaluated the device, and duplicated the symptom. Philips replaced the processor printed circuit assembly and this resolved the problem.